Manufacturer narrative:
Product analysis conclusion: the device returned loaded in a sentrant sheath with the external slider in the home position. The proximal stent ring and bare stents were exposed. A severe kink was visible between the stent stop and the distal end of the stent graft. Two tears were visible to the graft cover at the kink site resulting in the leak observed during decontamination. A gap was visible between the stent stop and the distal end of the graft cover. It was not possible to retract the graft cover over the stent graft and it was not possible to pull the stent graft out of the graft cover. The graft cover was cut longitudinally, and the stent graft deployed. There was no deformation evident to the stent graft. The graft cover was retracted with no resistance noted. Deformation was visible to the stent stop cut. Separation of spirals was visible on the spiral tubing at the kink site. The deployment/expansion difficulties were confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 56mm abdominal aortic aneurysm. The diameter of aorta at the proximal renal artery was noted as 22mm with a neck length of 12mm. The vessel diameter at the left access was 12mm and 13mm on the right access vessel. It was reported during the index procedure, the limb etlw1624c93ee was advanced via an 18f sentrant sheath. The physician positioned the delivery system and began releasing the stent. The blue handle was fully lowered, however the limb did not come free only the first 10mm of the stent graft limb was released. The physician removed the delivery system and the partially deployed stent graft limb complete with the sheath. A new endurant limb (etlw1624c82ee) was then inserted, completing the treatment. Per the physician the cause of the deployment failure is undetermined. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported deployment difficulties could not be confirmed based on the limited pre-implant images received; therefore, the cause of the event could not be determined. Procedural angiograms showing the deployment attempts and removal of the stent graft from the patient were not available for assessment of the event. It is possible that the tortuous left limb may have contributed to the event, but this could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received : there was no damage to the delivery system prior to use or to the devices packaging. No vessel thrombus, calcification or tortuosity could have contributed to the deployment issue. The deployment steps were followed per IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.